Event description:
Pump gave error pt 14-301-133 and the device stopped infusing. Pt's bp dropped when pump stopped infusing. Infusion solution unknown. Medical intervention unknown. Attempts to discover medical treatment required due to incident unsuccessful. No known permanent injury or harm.